Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that drawer 3 displayed an error message. A field service engineer confirmed that the pharmacy technician had already recovered the fault upon arrival. The technician was able to inventory the medication in the cubie multiple times without any issues. It was suspected that a medication pack may have been pressing against or jammed in the lid, or that the count may have been overloaded. No further faults were observed, and the technician completed the inventory of the medication in the cubie. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, drawer three displayed an error message to close the drawer while trying to access the viscous lidocaine. The customer reported that the malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.